Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker observed interference between the lid and the upper enclosure when the lid was closed, resulting in the magnet falling off. The customer has been provided with a replacement device. The returned device was archived by stryker.

Event description:
The customer contacted stryker to report a non-critical issue with their device. During the evaluation, it was found that the device was missing the magnetic pin in the lid. In this state, the device will not turn on automatically, which can lead to a use error resulting in a failure to deliver defibrillation. There was no patient use reported with the event.